Manufacturer narrative:
Eval results: visual inspection of the returned prod showed that there were scratches on the lens optic. Surgical residue/debris on prod. Complaints of this nature are being investigated.

Event description:
The facility stated that they loaded a cc4204bf collamer lens and the surgeon didn't like the way the lens was positioned in the cartridge. The facility stated on the returned unit carton "injector problem". There was no pt contact.